Manufacturer narrative:
Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause for the valve degeneration could not be determined, however, may be related to progression of disease processes. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), per the article, "long-term outcomes of 560 consecutive patients treated with transcatheter aortic valve implantation and propensity score-matched analysis of early- versus new-generation valves," 560 consecutive patients that underwent tavi. At a mean of 776 days (range 236 to 1,535 days) post implant of sapien valves, 2 patients required implant of a second valve due to degeneration. Reference: amos levi, et al., long-term outcomes of 560 consecutive patients treated with transcatheter aortic valve implantation and propensity score-matched analysis of early- versus new-generation valves. The american journal of cardiology (2017).